Event description:
I took my blood pressure and heart rate at home and it was 119/88 with a heart rate of 98 which is normal because of my adhd meds. At (B)(6) in (B)(6) I go to try and donate, their blood pressure cuff says 148/98 with a heart rate of 140! I've never had a reading that high ever in my life. Someone needs to evaluate their equipment and get it up to date. Everything looks super old in there.